Manufacturer narrative:
The device has not been returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
The pt's mom indicated that the pt's blood glucose (bg) had been in the 250-350 mg/dl range for 3 days and had tested positive for ketones. The pt was treated with insulin injections, per his health care professional's protocol. The pt reportedly did not have any illnesses or infections but is going through a growth spurt. The pt's mom also denied any issues with the infusion site and infusion site. The pt had also seen the endocrinologist this week and no changes were made to the pump settings. The pt's mom stated that in the past, she had adjusted the basal rates and not the health care professional. The animas representative went through troubleshooting with the pt's mom and noted the following: the pump settings were correct, the past 5 bolus were delivered in full, there were no associated alarms in the pump's history, the basal delivered in full for the past 3 days. The animas representative concluded there was no indication of a pump malfunction based on the troubleshooting. However, this complaint is being reported because the pt allegedly developed elevated blood glucose and tested positive for ketones.